Manufacturer narrative:
Other applicable components are: product ID 3387s-40 lot# v127417 implanted: (B)(6) 2008, product type lead. Product ID 7482a40 serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2016 product type extension.

Event description:
The manufacturer representative (rep) reported that the patient had an infection four to five months prior to (B)(6) 2016 and had the implantable neurostimulator (ins) and extension removed. The explant occurred on (B)(6) 2016 and the infection was likely discovered the same day. The lead remained in the patient and was capped via suturing a boot over the end. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.